Event description:
Information was received indicating that during use, a smiths medical cadd administration set for chemotherapy, leaking was noted around the filter and/or around cassette. No patient consequences were reported. No adverse effects were reported.